Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced dislodgement of both implanted leads, right atrial (ra) lead and right ventricular (rv) lead. The pacemaker had declared a safety switch and switched to unipolar. The r-waves were 3.6 millivolts, impedances were 1,252 ohms and the thresholds were 3.3 volts. The atrial lead also had high thresholds and graph measurements were trending up. The physician did not want to operate again due to the patient's health conditions. The device was programmed to pace/sense in the ventricle only at 60 paced beats per minute due to low atrial pacing. The rv lead was programmed back to bipolar as the thresholds were slightly better. The ra lead is a competitor's product.

Event description:
Subsequent information was received that the patient was checked after a fall. There are no allegations that the fall was related to the implanted system. The follow-up revealed high, but stable threshold measurements on the rv lead. An appropriate safety margin was ensured and the patient will be followed appropriately. No adverse patient effects were reported.